Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 458 mg/dl. The customer's other blood glucose was 400 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by intravenous and disconnected insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in the reservoir compartment noted. Device received with serial number label missing, scratched case, pillowing keypad overlay and minor scratched lcd window.